Event description:
Lang debakey forceps with suture booties on each tip were used to check the valve leaflets. Forceps was passed to the surgeon with both booties on tips. Leaflets were checked; forceps was placed on pt's lower abdomen. When surgeon picked up the forceps he noticed a missing suture bootie on forceps. Surgeon irrigated the ventricle, a search of the surgical field was done, surgery tables, drapes, garbage floor. The bootie was not found.